Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needles were deployed there were no sutures attached to the needles. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.